Event description:
It was reported that after implant of a bifurcated device, a suprarenal aortic extension and two limb extensions, the endoleak still remains. Reportedly the physician did a good seal, and overlap between the components. An angio was done after implant, and revealed contrast leaking. The physician has elected to do a 30 day follow up to repair.

Manufacturer narrative:
Based upon the investigation findings, the reported event is inconclusive based on clinical assessment of medical records and operative images. Assessment of product appropriateness was limited due to lack of sizing sheet and pre-index CT. Endoleak type ii was substantiated due to multiple patent lumbar arteries. There was a possible type iiib endoleak proximal to left limb extensions. Product use was incongruent with the IFU and might have contributed to this event due to: the severely angled aortic neck; and, the aortic extension was the same diameter as the bifurcated stent. A manufacturing record review was performed; the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, a root cause for the reported endoleak is likely due to a type ii endoleak from multiple patent lumbar arteries and/or a possible type iiib proximal to the left limb extension.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.